Event description:
The patient developed a second abscess at the hip/buttocks pod insertion site following extended wear of the pod for longer than 72 hours. The pod was removed on (B)(6) 2026. The following morning, the insertion site was noted to be red, hard, and inflamed. The patient experienced fever and severe pain, prompting medical evaluation. Medical attention was sought on (B)(6) 2026, initially at the family doctor. Due to progression of the infection, surgical intervention was required. On (B)(6) 2026, the abscess was treated by surgical incision and irrigation under general anesthesia. The diagnosis specific to this medical event was abscess. The parent reported that the abscess became visible shortly after pod removal, indicating that the inflammatory process developed while the pod was in use rather than after removal. The hospitalization and surgical treatment were directly associated with the second abscess at the pod insertion site. (Insulet reference number for the first abscess: cn- (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.